Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The glucose levels were below 50 mg/dl and over 300 mg/dl. Customer¿s current blood glucose level was 204 mg/dl. Customer was treated with insulin pump for high and with glucose for low blood glucose. Customer did not report any symptoms related to the high and low blood glucose level. Customer reports the auto mode was not active at the time of the incident. Customer was not alleging insulin pump under delivery. The insulin pump will not be returned for analysis.